Event description:
The pt was undergoing an anterior cervical fusion. The surgeon was using the co attachment. When the surgeon released the burr foot pedal, the pedal stuck, the burr did not turn off and a partial thickness injury to upper cervical esophagus occurred. There was no visible penetration into the esophageal lumen. This injury was sutured without incident.